Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during the surgery of arthroscopic rotator cuff repair, it was observed that the anchor cover was broken into pieces while drilling into the bone tunnel. The device was removed and an aspirator was used to absorb all the broken pieces. Another device was insert into the same bone tunnel to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during the surgery of arthroscopic rotator cuff repair, when knock the device into the bone tunnel, noted the anchor cover was broken into pieces. The complaint device was received and evaluated. Visual observations and picture provided by the costumer reveals that only the shaft assembly, thread body, tray and the tray retainer clip were received in the package. In addition, was noted that the sleeve peek and pin titanium were not received to be evaluated. The complaint cannot be confirmed. The possible root cause for the reported failure can be associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [ 5l45165] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.